Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately around november (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of ¿around 300 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and denied making any change to his usual diabetes management routine as a result of the alleged reading. The patient detailed that on an unknown time after the alleged product issue began he developed the symptoms of ¿fatigue, sweaty, sleepy, irritable and dissolution¿. The patient reported that he self-treated with food and /or drink. The patient reported that he obtained the result of 150mg/dl on another device using a different vial of strips. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient¿s test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test on the meter and test strips. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.